Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility clinical manager reported that a peritoneal dialysis (pd) patient passed away on (B)(6) 2018. Additional information regarding the patient and the event was requested, however, the clinical manager declined to provide this information.